Manufacturer narrative:
Any further information provided by the customer will be included in a follow up report. (B)(4).

Event description:
According to the customer, the patient was taken off of her primary ventilator model lap top 950 and put on the back-up ventilator to take a bath. It is unknown what occurred to cause the patient death. It is unknown if the ventilator was connected to the patient when she passed away. No allegations of ventilator malfunction causing patient harm.